Event description:
Reported as "defective port, rupture of catheter."

Manufacturer narrative:
Visual exam of the returned device determined the access port tubing connector to be a taper I. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by inamed. Analysis of the device noted damage from a sharp instrument to band (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: ?deflation of the band may occur due to leakage from the band, the port or the connector tubing.?